Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a pt underwent a catheter revision. The reasons for catheter removal were noted occlusion and break/tear/hole. The pt had escalating doses over a period of several months. An (B)(6) study was conducted, and results were positive for catheter problems. A rotor study was not performed. The pt was taken to an operating room, and the catheter was removed and replaced on (B)(6) 2011. The physician observed "% obstruction vs fx of spinal catheter". It was requested that the catheter be analyzed under microscope; and indicated that a "silk tie" was placed about 1 cm from the obstruction/fracture. The medication administered via the pump was compounded baclofen (daily dose: 400-500/day; concentration: 20000 mcg/ml). The pt recovered from the procedure without sequela. Add'l info will be provided in a follow-up report as it becomes available.